Event description:
A malfunction was reported with the pump, showing malfunction code 16, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on using backup therapy with multiple daily injections (mdi) to continue insulin delivery. The customer was also instructed to put the faulty pump into storage mode before returning it with a prepaid label within 10 days.